Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as, the patient made a mistake of touch contamination (no further detail was provided). On an unreported date, the patient experienced abdominal pain and ten days prior to being diagnosed with peritonitis, the patient was hospitalized for abdominal pain. It was not confirmed if the abdominal pain was a manifestation of the peritonitis as it was reported that on an unreported date, ¿the patient moved a lot of stuff and that is what could have caused the abdominal pain¿. The length of the hospitalization for the abdominal pain was not reported. On the same day as being diagnosed with peritonitis, the patient was hospitalized for peritonitis. Treatment for the peritonitis during hospitalization was unknown. Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.